Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his sensor glucose value does not match his finger stick or glucometer reading. Customer has tried eating less and bolusing more to control his blood glucose. Customer's blood glucose was 50 mg/dl when he went to bed last night. Customer did not bolus and ate about 25 carbs. Customer then woke up with a blood glucose level of 330 mg/dl. Customer did not eat anything else. Customer's blood glucose was 243 mg/dl and he felt nauseated. Customer's sensor glucose value was 233 and ten minutes later it was 243. Customer has still not eaten anything. Customer changed the site and reservoir this morning. Customer stated that yesterday his blood glucose as in the high 100's mg/dl to 200's mg/dl. Customer's blood glucose was 135 mg/dl this morning. Customer was not using the bolus wizard correctly. Customer was advised to replace the expired sensor. Customer declined troubleshooting for the sensor insertion issue.